Event description:
Dual chamber pacemaker pulse generator with atrial and ventricular leads implanted on (B)(6)2010. Pt asked to use the bedpan at 01:45 on (B)(6)2010 and became unresponsive. She had no pulse and was not breathing. Code blue initiated and pt was successfully resuscitated. She was intubated and mechanically ventilated and transferred to ICU. It was noted that the pacemaker was occasionally not pacing and capturing and so the external pacemaker was applied as a precaution. The cardiologist requested the pacemaker be interrogated and this was completed on (B)(6)2010 just before 06:00. The ventricular lead had moved and was not fully capturing the ventricle. The amplitude was adjusted with success. The family did not want the cardiologist to return the pt to the cath lab for lead revision. They didn't want her on life support. Despite medical opinions to the contrary, rather than wait 48 to 72 hours to recover from the cardiac event, the family requested removal of the ventilator which was done at 10:20 and the pt then died just over 14 hours later at 22:45. Pacemaker and leads were not retrieved from the pt when she expired.